Event description:
Pump was in nicu set at 25ml/hr. When pump showed that 90ml had been infused 250ml had actually been infused. Attempts were made to obtain extra information regarding patient status, medical intervention, patient injury, age of patient, and the medication involved, but no additional details are known. There was no mention of patient injury during discussion with hospital staff.